Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin.

Event description:
It was reported that the insulin gauge was inaccurate. Customer reported overfilling the cartridge with insulin. Customer was instructed not to overfill cartridge per the tandem user guide. Customer continued to use the existing cartridge. There was no adverse impact to the customer¿s blood glucose level.